Event description:
Bilateral mastectomy done in 1977 due to fibrocystic breast disease first reconstruction done in 1977 and exchanges of breast implants (silicone) due to bilateral capsular contractures and pain-1979, 1988 and 1990. The 2002 baker class iii bilateral capsular contractures. Five days later bilateral capsulectomies and removal of present silicone implants and placement of mcghan silicone implants.